Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no unexpected numbers ramping and scroll bar moving during testing.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of keypad issues on their insulin pump. The customer's blood glucose at the time was 424mg/dl. The customer states they had not bloused for the high yet. The customer states the numbers are ramping on its own. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.